Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease; smooth opening on anterior due to a fold flaw opening. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.